Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt was hospitalized for the event. On an unreported date, the pt began treatment with injection (inj) fortum (1gm, once a day, ip-intraperitoneally), inj, reflin (1gm, once, ip), inj, amikacin (250mg, once a day, ip), inj, lignocaine (1ml, 4 times a day, ip) and injection heparin (1000iu, 4 times a day, ip) for peritonitis. The cause of the peritonitis was reported to be due to the pt making an unspecified mistake which caused a break in aseptic technique (unspecified) and due to the pt experiencing constipation (further details not provided). At the time of this report, the peritonitis was resolved, with unspecified sequelae, and the pt was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.